Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the system fault error message (sf191) and device failure to complete its internal self-test were due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf191) indicating a loss of communication with the outlet flow sensor and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device logs were returned to resmed design house for an extensive engineering investigation. Review of the device data logs revealed the occurrences of system faults 218 and 75. Based on all available evidence and complaint investigations of a similar nature, the system faults 218 and 75 were most likely triggered as a by-product of the reported system fault 191 from a faulty outlet flow sensor in the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf191) indicating a loss of communication with the outlet flow sensor and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.